Event description:
It was reported the pt's lead was explanted and replaced due to invalid impedances. An sjm rep will meet with the pt at a later date for post-op programming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.